Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 446 mg/dl. The customer treated for high blood glucose with manual injection. Customer declined troubleshooting for high blood glucose level. It was unknown that the insulin pump was on auto mode or not. Customer was assisted with inserting infusion set and reservoir. Meter was paired to insulin pump properly. The insulin pump will not be returned for analysis.